Manufacturer narrative:
One medfusion 3500 pump was returned for the evaluation of the reported issue. It was received with a crack on the right plunger case and battery door. A non OEM battery was found in the device. A DHR, device history review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The event log showed evidence of force sensor test. To further investigate, a power up test was performed. The customer's issue was not duplicated. Customer manipulated the force sensor during its self-test. After entering the biomed code 2580, customer was able to clear the force sensor. The issue was determined to be user induced. The device will be quarantine due to the non-OEM battery that was found in device.

Event description:
Information was received indicating that this smiths medical medfusion 3500 pump exhibited "force sensor failure". No patient injury reported.